Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 5 mg/ml morphine at a dose of 0.6 mg/day via an implantable infusion pump for spinal stenosis, lumbar radiculopathy, and spinal pain. It was reported that there was an issue with a "little wound not healing" that was located a little lower than the pump area so they removed the old pump, put a new pump in another area and revised the catheter roughly 1 week ago. The hcp wanted to confirm calculations for the newly revised catheter and how to program it. No further complications were expected or anticipated.